Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 432 mg/dl. It was also reported that insulin pump alarmed for no delivery during bolus. It was reported that insulin was exited at quick release. Customer advised to change infusion set. Insulin pump will not be return for analysis.